Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin drops during the fill tubing sequence. Customer's blood glucose was 144-145 mg/dl. The customer changed all supplies and resumed insulin delivery.